Manufacturer narrative:
(B)(4) - a secondary surgery. Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's left eye. The lens was explanted due to poor refractive outcome. The incision was not widened and no suture was used. Another same model, different size was implanted.